Event description:
The haptic was found to be damaged after the lens was implanted in the eye. The dr enlarged the incision to remove and replace the lens.

Manufacturer narrative:
See 1920664-2008-01223 for the intraocular lens used with this delivery device.